Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00458 and 3005099803-2015-00456 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two flexiva laser fibers were used during a procedure in the right kidney performed on (B)(6) 2014. Reportedly, the laser console was set to 1500 joules and 8 hertz. According to the complainant, during the procedure, the first flexiva laser fiber stopped working after 4-5 pulses. The same issue occurred with the second flexiva laser fiber. A third flexiva laser fiber was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.

Manufacturer narrative:
The evaluation findings of fiber broken within the connector. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was extremely weak. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.